Event description:
It was reported that the right ventricular (rv) lead exhibited episodes of over-sensed noise resulting in pacing inhibition. Programming changes were suggested. No intervention was reported. There were no patient consequences.

Event description:
New information received notes that the patient experienced worsening heart failure. The right ventricular (rv) lead exhibited failure to capture and low sensing. The rv lead was capped and replaced on (B)(6) 2025. There were no patient consequences.